Manufacturer narrative:
Updated information: d1 brand name updated d4 serial number updated h6 component code changed to g07003. The investigation for the thrombocytopenia has been completed. No product was returned. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 58-year-old male patient was admitted with complete heart block and went to the cath lab for a permanent pacemaker. He was found to have multivessel disease and went for coronary artery bypass grafting. He developed post cardiotomy cardiogenic shock following cardiac surgery and was implanted with an impella 5.5. He was supported and successfully explanted on (B)(6) 2025. While on support there was a drop in platelets suggestive of thrombocytopoenia.